Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 203 events were previously reported during the reporting period; however, -1 previously reported event in this report should have been included under MFR report # 3015967359-2023-01532. 202 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 55 devices were evaluated based on historical data analysis. 1 device was evaluated using data provided by the user or a third party. 144 device investigation types have not yet been determined.

Event description:
This report summarizes 202 malfunction events in which the device had a component detach. 139 events had no patient involvement; no patient impact. 62 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 202 previously reported events are included in this follow-up record. Product return status 3 devices were received. 2 devices were not available for evaluation. 66 devices were evaluated based on historical data analysis. 3 devices were evaluated using data provided by the user or a third party. 128 devices were evaluated by testing of a device from the same lot/batch returned from the user.

Event description:
This report summarizes 202 malfunction events in which the device had a component detach. - 140 events had no patient involvement; no patient impact. - 62 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 203 events were reported for this quarter. Product return status 1 device was received. 202 device investigation types have not yet been determined. Additional information 203 devices were labeled for single-use. 203 devices were not reprocessed or reused.

Event description:
This report summarizes 203 malfunction events in which the device had a component detach. 134 events had no patient involvement; no patient impact. 65 events had patient involvement; no patient impact. 4 events had insufficient information received.